Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a complaint regarding the position of the cardiac resynchronization therapy defibrillator (crt-d) under their skin. The device was repositioned and remained in use. No further patient complications have been reported as a result of this event.